Manufacturer narrative:
Date of event: exact date unknown, event occurred for quite a while from date manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer recharge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.